Event description:
The device was returned to the service center with a report from the customer contact of n251 (valve/cassette test failure). This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted tha the device door roller was broken. The customer contact's report of n251 (valve/cassette test failure) was noted in the device history, but not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.